Manufacturer narrative:
Result: device prepped prior to use with no issues noted, issue occurred during use. Conclusion: device prepped prior to use with no issues noted, issue occurred during use. (B)(4).

Event description:
The physician was treating a lesion in the carotid artery (ica) with no calcification or tortuosity and rate of stenosis unknown. There was no stenosis at the proximal end of the lesion site and no previous stent implantation at the proximal end of the lesion. The physician intended to use a carotid guard wire device. There were no abnormalities noted during device inspection and prep before the operation. There was no abnormality noted during test inflation. The procedure proceeded in order to pre-dilate, implant the stent and post dilate. During post dilation the physician noted that the guard wire balloon had deflated somewhat. It cannot be confirmed what mm the balloon had been inflated to or at what stage during the procedure the balloon lost pressure. He deflated the balloon for post-dilation and moved to the aspiration procedure. After the aspiration completion, further operation was not carried out and operation was completed as stent deployment had already completed. The physician confirmed that no resistance was felt with any mating devices during the procedure. No resistance was felt when the device passed through the lesion. No patient injury reported. Evaluation summary: received for evaluation was one gezc6200jadv guardwire in the original hoop with a piece of the packaging with the original lot number matching the complaint. The wire was received kinked 117cm from the tip of the guard wire. The balloon was baggy indicating use. The balloon was found with no damage or defects, the gold marker and hypo tube and extension wire joint were also undamaged. Closer visual inspection detected the hypo tube broken at the noted kink. A press mark was noted in the section of the kink on the hypo tube. Note - guardwire temporary occlusion and aspiration system is indicated for carotid use in (B)(6) but is the same as the guardwire temporary occlusion and aspiration system approved in us with coronary indication.